Manufacturer narrative:
UDI #: (B)(4). Pt age/date of birth: unknown. Pt gender/sex: unknown. (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that there was nothing wrong with the intraocular lens (iol); but it had to be removed from the patient's eye due to a weak capsular bag and a resultant vitrectomy. The doctor used an anterior chamber lens and the patient was reported as doing fine post op. No further information was provided.

Manufacturer narrative:
Device evaluation: the intraocular lens was returned to the manufacturing site for investigation. The lens was received cut in two (2) pieces. Visual inspection at 10x microscope magnification was performed. The lens was observed with one haptic broken and the other haptic was bent/distorted. There is no indication that the issue reported is related to the returned complaint lens. Manufacturing record review: a manufacturing record evaluation was performed for the production order. The manufacturing process was evaluated and the lenses were manufactured within specifications. The units were released according to specification. No non-conformance reports were issued during the manufacture of the lens. Labeling review: the directions for use (dfu) was reviewed and adequately provides instructions and precautions for the proper use and handling of the intraocular lens. Based on the manufacturing records review, analysis of the return, historical complaint review and non-conformance/CAPA review, there is no indication of a product malfunction or product quality deficiency. All pertinent information available to abbott medical optics has been submitted.